Event description:
On (B)(6) 2025, the doctor had inserted saluda "evoke"; "subcutaneous electrical nerve stimulation" device. On (B)(6) 2025, I received electrical zap with burning sensation, from battery/controller. Turned off device. Turned on and ok. (B)(6) 2025 received another electrical zap with burning. End of year, couldn't connect with (B)(6). Tried again, on (B)(6) 2026. Notified dr. (B)(6) and he had me come in, with tech from saluda. Dr. (B)(6) asked to have saluda look at device and determine if software or hardware. Tech downloaded device software and logs to send to engineers. Expect update in "couple of days" two weeks later contacted tech. She said didn't see anything but still waiting on engineering report. 3 weeks and still waiting. Checking on device periodically finds after 1.5 or 2.0 hrs. Electrical zap and intense burning! (B)(6).